Manufacturer narrative:
During follow up, the customer¿s clinical diabetes specialist indicated that the pump setting had not been ordered by a healthcare provider and the customer had a history of not blousing. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels of 1160 mg/dl. Customer attempted to treat by administering a correction bolus prior to being hospitalized, however customer did not recall the mode of treatment provided at the hospital. Customer was released 2 days later (on (B)(6) 2015).